Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during testing, it was observed that the small battery drive device did not work in forward mode. During service and evaluation, it was determined that the device was corroded, the electrical control unit had low voltage, was damaged and would not run, intermittent operation, and the trigger was sticky. The device also failed pretests for check triggers and check the oscillating / forward / reverse mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.